Event description:
It was reported that while viewing an examination on a pacs (picture archiving and communications system) workstation, and two (2) series of study are shown together for cross refencing, the cross reference line for a particular image in the middle is not referenced. The site stated that, they put up series 401 and 901 (sag and ax t2), both in scroll mode. Turn on cross reference lines (connect - >cross reference) and then scroll series 901 while following the corresponding line on series 401. The cross reference line disappears whenever image 35 of series 901 is being shown. This is a problem since the cross referencing function is critical to knowing where a particular axial image is located in the spine. There was no report of pt injury associated with this event.

Manufacturer narrative:
The reported situation is currently under investigation.